Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. Although the needle guide was observed to be bent, it was determined that the condition of the needle guide would not interfere with testing. A functionality test was performed. During the functionality test, smooth operation of the slider knob in each bevel position (traveling the entire distance) which meets the expected result. Slider resistance is not verified since smooth operation of the slider knob in each bevel position (traveling the entire distance) was observed during the functionality test. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a xen®45 gts "sliders stiff and not working well" during implantation in right eye. Surgery completed with backup device. No eye injury reported.

Event description:
Healthcare professional reported a xen®45 gts "sliders stiff and not working well" during implantation in right eye. Surgery completed with backup device. No eye injury reported.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.